Event description:
Device interrogation at office visit revealed that device normal mode output current was set to 0ma instead of 2.25ma as prescribed. The pt has reportedly begun to experience breathrough seizures since office visit approx six months prior. The breakthrough seizures were first believed to be related to a recent decrease in the pt's topamax dosage. The pt was reportedly doing well with vns therapy and a ketogenic diet, but began to have more seizures following that previous office visit. The pt was seen again by neurologist approx six months later, at which time his topomax dosage was increased due to the breakthrough seizures and it was discovered that the pt's device was set to 0ma normal mode output current. The elective replacement indicator was no, indicating that the generator battery had not reached end of life. User error during previous programming session is supsected to be the cause of the inadvertent change in device settings. The pt's device was reprogrammed to prescribed settings. Review of manufacturing records for both pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance.